Event description:
The end user developed a rash after wearing the bandage and was treated with a topical corticosteroid.

Manufacturer narrative:
Following a minor surgical procedure, ointment was applied to the site and then covered with a bandage. It was reported that the end user developed a rash under the bandage. She sought medical attention and was prescribed a topical steroid. The rash resolved without further incident. We have no item number or lot number. The sample has not been returned for evaluation. A root cause has not been determined. It is not known if the ointment was a cause or contributing factor to the reported skin irritation. However, due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.